Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 500 mg/dl at the time of incident. The customer also reported being hospitalized with a bronchitis infection. Customer stated they were connected to the insulin pump at the time of hospitalization, but the insulin pump was removed from their body once admitted. The customer stated they were being treated with an insulin drip. It was also found the customer experienced chest pains and difficulty breathing from their blood glucose. The customer's blood glucose ranged from 33 mg/dl to 500 mg/dl. The customer's current blood glucose was 109 mg/dl. The customer declined to return the insulin pump for analysis.